Event description:
On (B)(6), 2022, fujifilm healthcare americas corporation received a complaint involving the scenaria view CT. It was reported that while performing a head scan, an error occurred during a patient study and the device stopped. The error was due to specific search strings containing lowercase letters entered in the patient information fields. The images were not reconstructed because of the error and the rawdata was not displayed in the worklist. The patient was successfully scanned using another device. This issue was initially identified as non-reportable because there was no death, patient injury, or concern of overexposure associated with the event. However, fujifilm healthcare americas corporation was informed that the manufacturer initiated a recall on (B)(6) 2022 to correct this issue. As such, it was determined that this complaint should be reported in an abundance of caution.